Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device migration.

Event description:
Patient reported "that she cant find nipple, experienced pain in incision, breast implant in the armpit." Unknown side the status of the device is unknown.